Event description:
The customer observed positively biased vitros valp qc results on the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho-clinical diagnostics inc.

Manufacturer narrative:
The investigation was unable to identify that the vitros 5,1 fs analyzer or the vitros valp reagent malfunctioned. The root cause of the biased valp qc results is unknown as the customer did not wish to pursue the investigation.